Manufacturer narrative:
This event occurred at (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that arrhythmia appeared the morning of (B)(6) 2026, and log files were sent for review in case there was any pump abnormality. There were no unusual events recorded in the event log file history.